Event description:
It was reported the pt felt pain in her back after the trial lead was implanted. It was reported the physician used a different entry site due to scar tissue and the pt's scoliosis. The physician removed the lead the same day. Follow up identified the pt had a hematoma. It was reported the pt was hospitalized for monitoring. Further follow up identified the issue had resolved, and the pt was well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.